Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received via phone call that the customer received power error detected alert. Troubleshooting was performed but the event was not resolved. Customer's blood glucose value was 201 mg/dl. Customer also reported that she had been getting replace battery and insert battery. The insulin pump will not be returned for analysis.